Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited high impedance measurements and high capture thresholds resulting in phrenic nerve stimulation (pns). The physician attempted multiple different implant positions, but the patient's cardiac morphology made the procedure difficult. The physician eventually elected to exchange this lv lead and implant a new lv lead to resolve the event. This lv lead was discarded and will not be returned for evaluation. The patient was stable with no adverse consequences.